Event description:
It was reported that customer previously did not see insulin drops while completing bolus and called while performing troubleshooting for possible blockage. There was no adverse impact to the customer¿s blood glucose level. Customer had used room temperature insulin, did not overfill or reuse cartridge, and resolved issue by changing infusion set and cartridge, after which insulin delivery was successfully resumed.